Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro tip became fractured and a piece of the jaw insulation material came off in patient. The piece was retrieved. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected outcome attributed to adverse event; from required intervention to "other." Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip, exposing the metal portion of the base of the cold jaw. The detached silicon was not returned for evaluation. The heater wire on the jaw remains intact. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro tip became fractured and a piece of the jaw insulation material came off in patient. The piece was retrieved. The hospital did not report any patient effects.